Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm while loading a cartridge. The customer's blood glucose level was 300 mg/dl and insulin injections were used to address the bg level. The customer loaded another cartridge and the alarm was resolved.